Event description:
It was reported that during an afib procedure with carto 3 system, the work station crashed after an alert appeared "the application will be restarted." Also it was stated that the lasso eco catheter stopped deflecting while in the (B)(4). The case was completed without any patient consequence. During visual inspection of the returned complaint catheter on (B)(6) 2012, it was noted that electrode ring was damaged and had rough edge. This condition was not reported by the customer. The electrode ring damage condition is indicative of a reportable event, thus marking (B)(4) 2012 as the alert date for this report.

Manufacturer narrative:
Carto 3 system model # m-4800-01, serial # (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring 19 was damaged. This condition was not originally reported on the complaint. It is unknown how the ring was damaged. Per the reported event, the catheter was tested for deflection characteristics and it passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint could not be confirmed. Further investigation regarding this issue found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.